Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) notifies "battery maintenance required bay #1 and #2" when turning on the device. There were no injuries or death reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation the user department had informed that the device will notify "battery maintenance required bay #1" and #2"while turning on the device. After that the battery maintenance test was run again by using the battery test time approximately for 22 hours first. Actually, the device is testing the battery, but the device can be used normally. It was being found additional that the safety disk, had been scheduled for replacement every 6 million assist or 4 years. Safety disk price will be provided later.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) notifies "battery maintenance required bay #1 and #2" when turning on the device. There were no patient involvement.